Manufacturer narrative:
(B)(4). Photo evaluation: seven photos were provided. Pictures one and two show a pan detached from the reload. Picture three and four show an anvil with a pan attached on it. Picture five shows a blue cartridge with the pan detached from a side view. Picture six shows a blue reload from the bottom view. The pan is detached from the reload and the sled can be seen until the distal part of the reload. Picture seven shows a blue reload from the top view with all the drivers up, what indicates that the reload is fully fired. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis results showed that one ecr60b reload was received fully fired, with the pan detached and missing. It is possible that handling by the customer could have dislodged the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass surgery was performed in roux by dr., during the first two shots to form pouch no abnormality was observed, but when trying to place the third cartridge nurse instrumentalist noticed resistance in the loading jaw to place the cartridge, after unsuccessful attempts to place the cartridge, another stapler was requested from staff to continue the procedure. They placed cartridge and shot stapler, observing correct staple line formation, procedure continued without incident, stable patient. Once the stapler was removed from the field and inspected, the metal part of the last cartridge fired was verified in the loading jaw, the cartridge was taken for shipment for inspection together with the label; images are attached. The incident occurred for approximately 3-5 minutes, apparently did not compromising more complication for patient, second stapler was replaced during the same period of time.